Manufacturer narrative:
The complaint device was returned to (B)(4) for evaluation. The device was connected to scalpel generator, and emitted two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was examined further and a build up of tissue/fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue.

Event description:
It was reported after using the device for about 20 minutes the handpiece was not working correctly. The machine was giving alerts that tips needed to be cleaned and instrument tightened. After completing these tasks, the machine was still giving the signal to tighten the instrument. After retightening and testing the handpiece, machine signaled for the handpiece to be removed. It was disconnected and another reprocessed handpiece was opened. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.